Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was difficult to use and deploy tacks. It was then taken out of use. Another tacker was used in order to resolve the issue. No reported patient involvement.